Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to press the wake button multiple times before the screen turned on. The customer reported being off the pump at the time of the call. The customer's blood glucose level was 103-106 mg/dl. Reportedly, customer would continue to use the pump for insulin therapy.